Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to a sensing problem. During a routine replacement of an implantable cardioverter defibrillator (ICD) this lead was replaced with a new endotak lead.